Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary the customer returned (5) used pen ndl 32ga 4mm pro pen needles reporting difficult/unable to operate. All (5) pen needles were visually examined and observed broken non-patient end on all the samples. Pen needles were clogged during priming due to the non-patient end was broken. Since the pen needle npe was broken it is not possible to attach properly to the pen injector. Based on the samples returned, embecta was able to confirm the reported failure. The root cause cannot be determined as the return samples were open. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that during use with 5 bd micro-fine ultra¿ pro pen needles 32g x 4mm the needles were difficult to operate and unable to deliver insulin. The following information was provided by the initial reporter, translated from french to english: on saturday morning, (B)(6) 2023, I placed three needles on an insulin pen in succession, and one after the other they proved impossible to use: no insulin was produced. Fortunately, the fourth needle worked normally. Before lunch on the same day, I successively placed two needles on an insulin pen without any insulin being delivered. Fortunately, the third needle worked normally.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that during use with 5 bd micro-fine ultra¿ pro pen needles 32g x 4mm the needles were difficult to operate and unable to deliver insulin. The following information was provided by the initial reporter, translated from french to english: on saturday morning, february 4, 2023, I placed three needles on an insulin pen in succession, and one after the other they proved impossible to use: no insulin was produced. Fortunately, the fourth needle worked normally. Before lunch on the same day, I successively placed two needles on an insulin pen without any insulin being delivered. Fortunately, the third needle worked normally.

Event description:
It was reported that during use with 5 bd micro-fine ultra¿ pro pen needles 32g x 4mm the needles were difficult to operate and unable to deliver insulin. The following information was provided by the initial reporter, translated from french to english: on saturday morning, (B)(6) 2023, I placed three needles on an insulin pen in succession, and one after the other they proved impossible to use: no insulin was produced. Fortunately, the fourth needle worked normally. Before lunch on the same day, I successively placed two needles on an insulin pen without any insulin being delivered. Fortunately, the third needle worked normally.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.